Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated their blood glucose was 600mg/dl, changed out and treated with manual syringe. Customer stated the blood glucose did come down, but today her blood glucose had been in the high 300's mg/dl. The customer's current blood glucose was 303mg/dl. The customer stated she had a headache. The insulin pump passed all troubleshooting. Customer stated a change on the insulin pump has been basal changes. The insulin pump passed high pressure test.